Event description:
Left knee pain returned. Information was received in apr 2005 from a pt with a medical history of left knee osteoarthritis, who experienced left knee pain returned. They began a treatment with synvisc in 2005. The pt received a series of three injections of synvisc into the left knee beginning in 2005. After the first injection, the pt experienced some improvement in pain. By the time they completed the series, the pain had returned gradually and worsened to the state prior to injections. Around 3 months later, the pt returned to the physician complaining of pain and the physician administered a cortisone injection. The pt was told that if the pain continued, they would need knee surgery or would have to "live with it. At the time of this report, the pt still experienced pain and was taking aleve. Additional information was received in apr 2005 from the physician. The pt had a medical history of severe osteoarthritis for "years," with joint narrowing and osteophytes. Previous treatment included nsaid's and steroids. The pt received three injections of synvisc into the left knee in 2005, a week later and 2 weeks from the first one. Effusion was not collected prior to any injection. On an unknown date, the pt experienced left knee pain, which resolved on an unknown date without any treatment. The causality was assessed as probably related to synvisc. At the time of this report, the pt had recovered without sequelae. Manufacturer's comment: synovial fluid or effusin should be removed before each injection of synvisc.